Event description:
Asku

Event description:
It was reported that there was an apparent lead fracture, high short interval counts and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Changed adverse event from no to yes. Changed patient death to not applicable. Evaluation summary (B)(4) the full returned lead was analyzed and no anomalies were found. Blood/body fluid on outer tubing overlay. Outer tubing overlay melted. Helix/lobe distorted/bent. Blood in/on helix/lobe mechanism.